Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarm. Blood glucose was unknown at the time of the incident. Troubleshooting was not completed. The pump is being returned for analysis.

Manufacturer narrative:
Findings: pump error alarm during self test and confirmed in the pump history due to cold solder joint on keypad assembly. Pump received with serial number label fading, scratched case, pillowing keypad overlay and minor scratched lcd window.